Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable investigation results of coil detachment of device or device component, inside the patient. Block h11: the percuflex plus ureteral stent was not returned for analysis, however the customer provided media of the device. The reported event of coil detachment will not be confirmed. During media inspection, it showed a percuflex with the suture hole torn. Analysis of the evidence provided by the customer it was found the suture hole torn. Also, the suture was not visible indicating it was removed from the device. It is possible to conclude that this issue could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line is removed using excess force, the stent can get torn during the procedure affecting the performance of the device. For that reason, the issue found of "suture hole torn" will be documented as "adverse event related to procedure".

Event description:
It was reported that during the procedure, when the ureteral stent was prepared to place, the nurse unpacked it for the physician. When the physician inserted the ureteral stent into the zebra guidewire, it was found damaged at the tail end of the ureteral stent and immediately informed the nurse to replace it. After the ureteral stent was replaced, the procedure proceeded smoothly and the patient's condition was stable.

Event description:
It was reported that during the procedure, when the ureteral stent was prepared to place, the nurse unpacked it for the physician. When the physician inserted the ureteral stent into the zebra guidewire, it was found damaged at the tail end of the ureteral stent and immediately informed the nurse to replace it. After the ureteral stent was replaced, the procedure proceeded smoothly and the patient's condition was stable.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of coil detachment of device or device component, inside the patient.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable investigation results of coil detachment of device or device component, inside the patient. Correction to block b5. Correction to block e1 initial reporter title and e3 occupation. The percuflex ureteral stent coil was clarified to be torn that occurred outside the patient. Therefore, this determined that the event no longer meets reporting criteria. This event is now considered non reportable.

Event description:
It was reported that during the transurethral ureteroscopy with ureteral holmium laser lithotripsy and ureteral stent placement procedure, when the percuflex ureteral stent was prepared to place, the nurse unpacked it for the physician. When the physician inserted the ureteral stent into the zebra guidewire, it was found damaged at the tail end of the ureteral stent and immediately informed the nurse to replace it. After the ureteral stent was replaced, the procedure proceeded smoothly and the patient's condition was stable.